Event description:
It was reported that a pt was being transferred from bed to wheelchair when the lifter tipped and the swivel bar hook came out of the loop on the end of the boom. The aides caught the pt before pt was dropped to floor. No injury reported.